Manufacturer narrative:
The reported events of failure to align and premature release were confirmed. As received, a complete catheter was returned in one piece. Visual inspection found the tether knob was in aligned position, but the bullets were misaligned. X-ray examination found the release tether appeared to be slipped from the release screw. The cause of the reported event was due slipped tether.

Event description:
Related manufacturer reference number: 2017865-2023-23060. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, when attempting to cross the tricuspid valve, extreme goose necking was observed from the delivery catheter. When examined, the delivery catheter and lp had a gap between the docking cap. The delivery system was removed from the patient. Upon external assessment, the catheter tethers were permanently misaligned. A new lp and delivery system were used to complete the implant successfully. The patient was stable.